Event description:
It was reported that there was event with an "outer sheath". According to the information received: during the operating procedure, the or's nurse notices a fragment coming out of the sheath code 33300. The first operator immediately removed the fragment from the patient's abdomen. Further information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). An investigation shows that the bayonet is completely broken off - one wing has been provided - one is missing. The bayonet cover is broken on several spots and deformed. The back insulation shows several deep cuts. According to the several breaks on the bayonet cover, the area must have been squeezed several times and bent back. This pre-damaged the bayonet itself and led final to the break. The damage of the product is not caused by a production problem or material defect.